Manufacturer narrative:
Corrected information b5: it was reported that a spectrum pump repeatedly alarmed upstream occlusion alarm and had low flow rate/volume. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "low flow rate/volume" was not reproduced. Device sent for volume testing and passed. A review of the event history log (ehl) revealed no abnormalities. The reported condition was not verified. During evaluation, the reported problem of ' upstream occlusion alarm that repeats' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'upstream occlusion alarm' messages. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor reading. The upstream sensor will be replaced to correct the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and failed flow rate testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.